Event description:
It was reported that about ten days after implant, the right ventricular (rv) lead had the maximum threshold settings with intermittent capture. A lead revision was planned for later in the week. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri52 lead, implanted: (B)(6) 2014. (B)(4).